Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(6), alleging inaccurate erratic results on the subject meter of ¿129 and 118 mg/dl¿, ¿143 and 124 mg/dl¿, ¿137 and 105 mg/dl¿, ¿150 and 106 mg/dl¿, ¿147 and 154 mg/dl¿ and "135 and 130 mg/dl" with the lifescan meter, performed within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.